Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), feeling abnormal ("brain fog") and migraine ("migraines"). The patient was treated with surgery (she underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, feeling abnormal and migraine outcome was unknown. The reporter considered abdominal distension, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), feeling abnormal ("brain fog") and migraine ("migraines"). The patient was treated with surgery (she underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, feeling abnormal and migraine outcome was unknown. The reporter considered abdominal distension, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included anemia, spondylolisthesis, stress, aching in knees, headache, neck pain, abdominal pain, menorrhagia, vaginal bleeding, uterine bleeding, diarrhea, bloating, low back pain, musculoskeletal pain and stress incontinence, female. Concurrent conditions included vaginal discharge, dysplasia, pelvic discomfort and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), feeling abnormal ("brain fog"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy, retropubic midurethral sling placement.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, feeling abnormal, migraine, depression, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, migraine, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the right fallopian tube shows the presence of paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- depression and pelvic pain. Lot number: b40024 manufacturing date: 2013/06 expiration date: 2016/06/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included anemia, spondylolisthesis, stress, aching in knees, headache, neck pain, abdominal pain, menorrhagia, vaginal bleeding, uterine bleeding, diarrhea, bloating, low back pain, musculoskeletal pain and stress incontinence. Concurrent conditions included vaginal discharge, dysplasia, pelvic discomfort and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), feeling abnormal ("brain fog"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy, retropubic midurethral sling placement.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, fatigue, feeling abnormal, migraine, depression, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, migraine, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the right fallopian tube shows the presence of paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- depression and pelvic pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and medical records received: lot number was added. New events added- depression, bladder problems, urinary problems and dysmenorrhea (cramping). Patient's demography, lab data and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.